Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported the battery was worn out. The device was not being used for treatment when the reported event occurred and there was no patient involvement.

Manufacturer narrative:
Date received by MFR: 05may2020. Date of this report: 07may2020. Further investigation of the complaint led to the finding that the customer was only requesting a spare battery quote because their current battery is approximately five years old. There was no allegation of a malfunction; therefore, this is not a reportable event.